Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer connected the pump to a power source it became hot. There were no temperature alarms observed. There was no impact to the customer¿s blood glucose level.